Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow up. Upon interrogating the implantable cardioverter defibrillator, ventricular oversensing was observed. The physician elected to continue to monitor the device. The patient was reported to be in stable condition. No changes were made at this time.